Manufacturer narrative:
Add'l MFR narrative: the instrument was received with an insufficient rotating head housing weld which was due to any assembly error. Based upon the inquiry info received and the visual examination, it was concluded that the reported instrument's "staples jammed" during surgery may have been due to a rotating head housing weld which had yielded. The instrument was received with the right rotating head housing shroud broken off and it was returned in a separate bag. No functional testing could be performed due to a rotating head housing weld which had yielded. The rotating head housing weld was examined and was found to have been insufficiently welded and it was concluded that this was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep staples jammed. There was no consequence to the pt.